Event description:
Additional information received reported that the doctor kept upping the pain medication because the patient¿s pain would not go away. Then they discovered the issue was due to flipped pump and hole in catheter which was reported in manufacture report # 3004209178-2012-03427. After the pump and catheter revision, the doctor did not realize how high the dosage the patient was on and the patient was overdosed. Then the doctor put the patient back to his original dosage and patient was ¿okay.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had experienced an overdose in (B)(6) 2011. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk; catheter model 8596sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2011-(B)(6). (B)(4)